Manufacturer narrative:
This report has been closed as user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrode pads and the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.